Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. One photo was provided for this report. The iol area of the photo is very blurry due to the slit-lamp being focused on the anterior lid margin rather than the iol plane. Therefore it is very difficult to view many specific details of the iol itself. However, multiple white anomalies around the area of the iol can be seen. They appear to be of different shapes and sizes and not uniform in appearance or location. Whether these anomalies are deposits and whether they are on the anterior or posterior surface cannot be determined from this photo. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported white marks on the intraocular lens post implantation. The surgeon believes this could be late endophthalmitis. Additional information has been requested; however, further information has not been received.